Manufacturer narrative:
Additional details of the surgery: pediatric patient (age, sex unknown), et tube was uncuffed, anesthesia supplied, 02, was under 30%. It is the surgeon's opinion that eschar caught between the silicone flap and the electrode caused the ignition at the distal end of the tonsil tip. The plasmablade tna device was returned to the manufacturer for investigation. Review of the lhr did not note any issues during the manufacturing of this lot. Investigation of the plasmablade device and tonsil tip was performed to determine the root cause of the complaint. An additional assessments of the tonsil tip housing material was performed. The tonsil tip housing is made of silicone material which has an oxygen index of 30-40% which allows it to become flammable in an oxygen enriched environment. From the previous bench-top investigational results, it was determined that in an enriched oxygen environment an active tonsil tip can ignite the oxygen and burn the tonsil tip housing. However, this failure was not possible to reproduce the burnt tonsil tip housing under normal atmospheric conditions. End of report.

Event description:
Following the removal of tonsils during a tonsillectomy, the physician was using the tonsil to address a bleeder when he noticed the grey flap on the distal end of the tip ignited. He removed the tip with no injury to the patient. It is the surgeon's opinion that eschar that was caught between the silicone flap and the electrode caused the ignition.